Event description:
Patient reported that the last two months she has noticed moisture inside the cartridge compartment that smells like insulin. She has been drying out the device. She also reported that the piston rod would get stuck to the bottom of the cartridge chamber when changing the cartridge and is not sure if maybe the insulin has seeped into the piston rod gap causing the piston rod to stick. No indication that the patient's blood glucose was affected.